Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. An accuracy test was performed and the device failed. A temperature verification test was performed and the device passed. The pneumatic system was tested and all pressures were found to be correct and stable. Internal and external inspections were performed and found nothing related to the reported issue. The door assembly was inspected and found the piston to be cracked and the piston foam to be deteriorated. A review of the event history log of the device found nothing related to the reported issue. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. The cause of the reported issue was determined to be the cracked door piston and deteriorated door foam. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.